Event description:
It was reported that a patient was transferred from a bed to a chair with assistance of 2 caregivers. During the transfer the patient slip out of the sling and fell on the floor. As a consequence of the event sustained laceration which required 7 staples.

Manufacturer narrative:
Additional information will be provided upon investigation conlusion.

Manufacturer narrative:
The collected information is currently analyzed. Additional information will be add upon investigation conclusion.

Manufacturer narrative:
It was reported that during a patient transfer from a bed to a chair the left leg sling clip detached. As a consequence of the event the patient fell out from the device and sustained the laceration of the skull requiring the insertion of 7 staples. After the event the lift and sling were evaluated by arjo technician and no malfunction was found. During the interview with the customer it was pointed out that the incorrect size type and sling size was used during the event. Following information provided by the customer the amputee sling was used with size l. Despite of fact that the patient was size s (patient weight 57 kg) did not also required to used this type of sling (amputee sling). The amputee slings are intended for assisted transfer of single and double amputee patients/residents with limited ability to move. In the instruction for use (IFU) for amputee sling there is an information that "sling selection: the patient's physical disabilities, weight distribution and general physique needs to be taken into consideration when selecting a sling." ¿warning: to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ the maxi move, which has a ¿mushroom shape¿ at the end of the lug, not only ensures that the clip cannot slide off, it also ensures that the clip is fully on (the clip cannot be partially inserted, it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, this suggests that the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. In this case, only a force in the opposite direction greater than the one applied by the gravity of the person's weight, would be required to pull out a clip under tension. The incorrect sling size and type might have influence on the weight distribution and sling tension. Hovever, it was not confirmed by the customer in which phase of a transfer the clip detached. To sum up, the arjo floor lift and the sling fitted with clips were used as a system during the patient transfer. The clip of the sling detached from the lift spreader bar and from that perspective the system did not meet its performance specification. We decided to report this complaint to the competent authorities due to reported patient fall.